Event description:
It was reported that the unit is missing the keel (portion of lens tip assembly) from the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.